Event description:
A laparoscopic bilaterial tubal ligation was being performed on a pt when a thermal injury to the sigmoid colon occurred. According to the risk mgr, the thermal injury was a 1 cm x 1 cm burn. The pt had to undergo partial resection of the colon with primary anastomosis.

Manufacturer narrative:
The returned unit was initially tested and found to have the output power in the monopolar mode lower than specified. When a retest was performed (in order to video tape the testing at the request of the customer) the unit failed to deliver any output in both the monopolar and bipolar modes. The initial testing results were found to be unrelated to the incident. Since the unit was not operational after the retesting, and the customer did not want any alterations or repairs made on the unit, no conclusion can be drawn.